Event description:
My dexcom g7 continuous glucose monitor was reading my blood sugars at 53 while through a blood sugar test they were 380. With the dexcom being connected to my insulin pump, this incorrect blood sugar reading was causing my insulin pump to turn off my basal insulin which could have easily led to diabetic ketoacidosis.